Manufacturer narrative:
Smith medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating the listed tracheostomy tube was tested for leaks prior to use with no leaks detected. Then, after 1 day of use, the tracheostomy tube was found deflating at the cuff. No incident related medical sequela was reported.